Manufacturer narrative:
Batch review performed on 24 october 2024: lot 181159a: (B)(4) item manufactured and released on 06-sep-2023. Expiration date: 2028-aug-14. No anomalies found related to the problem. Due to the lack of information it is not possible to establish a definitive root cause, while the device history record review does not indicate any potentially related manufacturing issue.

Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2024, the patient came in reporting pain after falling. The surgeon revised all components and the surgery was completed successfully. Presently, on (B)(6) 2024 the patient came in reporting pain due to a tibial fracture and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.